Event description:
It was reported that the pt underwent a plf at l5/s1 implanting interbody devices and posterior fixation. The post op x-rays showed that the cages backed half way out. The pt complained of pain. The revision surgery was performed approximately one month post op to replace the cages. At the revision surgery, additional sacral plate was implanted at s1.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 2991226, 510k # k073291 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.